Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic rectal resection, the surgeon was able to press the green button but unable to fire the and squeeze the handle of the device. There was no patient injury.